Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, during positioning, the proglide device would not pull back. The lever was never opened. Force was used to pull the device out. After removal, it was observed that the device was broken at the guide but remained intact by the actuator wire. Additionally, a portion of the foot plate was missing. It was confirmed via angiogram that the separated foot portion was not in the leg and it was suspected to be in the subcutaneous tissue. The use of proglide devices were abandoned. The sheath was upsized to a sheath greater than 8.5f and the tavr procedure was completed. Hemostasis was achieved by using manual compression. There was no reported adverse patient sequela. Although an additional 30-minute delay was reported, there was no subsequent patient harm as a result of the delay other than the need for the additional form of closure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported material separation and break were confirmed. The difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. Reportedly, there was resistance when the proglide was being introduced and advanced in the anatomy and difficulty when attempting to remove the device from the patient anatomy. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unlikely the IFU violation contributed to the reported difficulties other than the foot material separation. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy or inability to maintain position/stability, and/or maintain correct angle of insertion of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.